Manufacturer narrative:
The event unit was returned to applied medical for evaluation. Visual inspection confirmed the complainant's experience of seal component separation. The shield, a clear plastic internal component of the seal, was not returned. Based on the condition of the returned unit and the description of the event, it is likely that the reported event was caused by non-axial insertion or removal of an asymmetrical instrument through the trocar. Applied medical's instruction for use (IFU) states that, "extra care should be used when inserting angular and asymmetrical instruments, such as 'j' hooks and clip appliers. All instruments should be centered axially when inserted through the seal to prevent tearing." Applied medical will continue to monitor its vigilance system for trends and take appropriate actions, as necessary, to ensure the performance and safety of its products.

Event description:
Additional information received from the sales rep by email on (B)(6) 2018:the shield has been discarded by the hospital.

Manufacturer narrative:
The event device has been returned to applied medical for evaluation. A follow-up report will be sent upon completion of investigation.

Event description:
Procedure performed: adnexectomy. Event description: this is an incident that occurred on (B)(6) 2018, in the uro-gynecological block at night, during a laparoscopic surgery with a trocar kii (B)(6) dual pack dual pack ref cff14 -lot 312952 -per 2020-12-12: "the trocar showed a failure with a part of the body of the trocar that disintegrated in the patient. The material could be recovered and kept for expertise at the request of the surgeon operators. "As indicated during the telephone discussion the trocar does not seem to be defective, however there was with this small collar (see photo attached). Do you know if it comes from the trocar kii (B)(6) or not? Additional information received from the sales rep by email on 06/26/2018: it was an adnexectomy. Scissor or grasper was used. The patient didn't have any issues. The device will return partially. The lot number is 1312952. Only the shield and sleeve will be returned for evaluation patient status: "the patient didn't have any issues".